Manufacturer narrative:
The insulin pump was received with no unexpected no delivery or motor error alarms were noted; the motor was tested outside the device and passed. The insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratched display window and missing the end cap sticker.

Event description:
Customer reported via phone, she was watching tv and the device alarmed no delivery and motor error. Customer's blood glucose was 226 mg/l. Troubleshooting for motor error was performed. Alarm occurred during basal. It was found customer was able to complete the rewind sequence. Troubleshooting for no delivery alarm was not performed. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.